Manufacturer narrative:
Manufacturing review: per the manufacturing site: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary:one powerport isp MRI implantable port kit package was returned for evaluation and arrived unopened with the seal unbroken. Visual evaluation was performed. The complaint of a missing tunneler tip, or more specifically, an incorrect tunneler in the package, is confirmed. The narrower tip did not match the narrower tip of the tunneler in the bill of materials for this product. The tip was narrow and of constant outer diameter instead of a conical tip. This is a known issue with the lot number reported, recu0481. The most likely root cause is due to a mix-up at the supplier where the incorrect tunneler was mixed with the correct tunneler. A corrective action has been initiated to address this issue. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue.

Event description:
It was reported that during preparation, the conical tip was allegedly missing. It was further reported that the issue was identified prior opening the package. There was no patient contact.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the concial tip is missing from the device. The kit was not opened. The healthcare professional was able to view the alleged failure through the device packaging. There was no patient involvement.